Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.

Event description:
It was reported that the system made an arcing sound, and displayed a kv error which could cause the system to shut down on its own. No pt injury was reported.